Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Literature.

Event description:
The manufacturer became aware of a literature published by department of trauma and orthopedic surgery, section for reconstructive and hand surgery, federal armed forces hospital westerstede, germany. The title of this report is ¿modified minimally invasive extensor carpi radialis longus tenodesis for scapholunate dissociation: a prospective observational study¿ published on january 31, 2017, which is associated with the stryker ¿asnis iii cannulated screw¿ system. The article can be found at https://doi.org/10.1186/s12891-017-1414-7. This report includes analysis of the clinical data that was collected on 54 patients, and the cases in this study range from september 2008 to june 2012. During the review of the literature, it was not possible to establish specific device details, patient information, and at this time no additional device information is available. It was reported that 1 patient experienced screw failure. The report states, ¿development of a neuroma, screw failure, as well as complex regional pain syndrome was reported in one patient each (2.2%). None of the patients reported a recurrence of symptoms.¿